Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of propofol was confirmed during a review of the log and is being attributed to user error. The facility reported that no bolus dose was initiated, the log review confirmed that bolus doses were programmed and completed multiple times, with each bolus transitioning back to the primary infusion. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The logs from both the pcu and pump module were retrieved to determine the details of the reported event. According to the facility, the event occurred on (B)(6) 2026 at 11:03 am. A review of the pcu and pump module error log did not reveal any errors that may have contributed to the reported event. The logs below show the events from (B)(6) 2026 at 8:51 am, when a remote infusion was received to initiate the reported infusion, until 12:43 pm, when channel off was pressed and the unit was removed. At 8:51 am on (B)(6) 2026, pump module 8100 (s/n 14585443), assigned to channel a, received a remote infusion for propofol with a drug amount of 1000mg in 100ml diluent, a programmed dose of 20mcg/kg/min, and an infusion rate of 11.976ml/hr. The volume to be infused (vtbi) was set to 100ml. The primary volume infused (pvi) at the start was 540.504ml, reflecting an accumulated total from a prior infusion, and the primary infusion started. During the same infusion period, multiple channel select key presses were recorded at 10:57 am, 11:00 am, 11:03 am, and 11:08 am. During each instance, the user programmed a bolus dose as part of the infusion setup with bolus doses ranging from 10mg to 25mg, a bolus rate of 999ml/hr, and corresponding bolus vtbi values. Each bolus completed and transitioned to the primary infusion, with the infusion continuing and the pvi incrementally increasing. At 11:20 am, the channel select key was pressed and the user pressed restore to reprogram the previously configured bolus settings. The bolus completed and transitioned to the primary infusion. During the same minute, the pause key was pressed on the pcu, pausing the infusion with a pvi of 581.151ml. Shortly thereafter, the restart key was pressed and the infusion resumed. At 12:43 pm, the channel off key was pressed, the unit was removed, and the infusion ended with a recorded total volume infused (tvi) of 597.001ml. During the external and internal inspection of the suspect devices, no conditions were identified that were found to have contributed to the reported event, and all inspected components were confirmed to be manufactured by bd. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. According to the bd alaris¿ system user manual version 9.33, the pump module provides a bolus delivery feature that requires manual configuration by the user through the pcu interface. The manual documents that bolus parameters, including bolus dose and delivery rate, are entered by the user as part of the infusion programming process and that previously configured bolus settings may be restored when applicable. Bolus delivery is initiated through standard user interaction with the pcu controls and is not described as an automatic function independent of user input. The manual also states that proper operation of the system requires that users be familiar with its features, setup, programming, infusion sets, and accessories. The manual emphasizes that incorrect entry of drug amount or diluent volume may result in an over- or under-infusion and advises verifying parameters before starting the infusion. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of propofol is being attributed to user error. Although the facility reported that no bolus dose was initiated, the log review confirmed that bolus doses were programmed and completed multiple times, with each bolus transitioning back to the primary infusion. The suspect pump module was fully evaluated through inspection, log review, and testing, and no device malfunctions or anomalies were identified that could have contributed to the reported issue. Note that this report lists imdrf annex a040502, a070504, g02017, g02002, c0601, c0503, d0302, d09 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an alleged over infusion of routine propofol at 11:03 on (B)(6) 2026. There was no intention for the bolus to be infused, the bolus button was pushed for reference of what the order for the bolus should look like when the provider was writing it, because the continuous infusion is ordered dose is in mcg/kg/min, and the bolus is just in mg. Propofol was already infusing continuously through interoperability, there is a feature to bolus from the pump, the nurse pushed the bolus button on the pump but did not push the rapid bolus and start button afterwards. It was noted that there were also the following infusions at the time of event: precedex 0.2mcg/kg/min, fentanyl 25 mcg/hr, propofol 20 mcg/kg/min. There was patient involvement but no harm.